Manufacturer narrative:
Additional suspect medical device component involved in the event: model: db-2202-30, serial/lot: (B)(4), description: dbs directional lead sterile kit, 30 cm.

Event description:
A report was received that the patient had issues with fine motor skills on the left hand with paresthesia one day post-op due to a small intracranial bleed in the right cortex. The bleed was localized 2-3 cm offside from the lead placed in the right globus pallidus internus (gpi). The patient was treated with physiotherapy.

Event description:
A report was received that the patient had issues with fine motor skills on the left hand with paresthesia one day post-op due to a small intracranial bleed in the right cortex. The bleed was localized 2-3cm offside from the lead placed in the right globus pallidus internus (gpi). The patient was treated with physiotherapy.

Manufacturer narrative:
As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, review of the complaint report, device history and sterilization records were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient had issues with fine motor skills on the left hand with paresthesia one day post-op due to a small intracranial bleed in the right cortex. The bleed was localized 2-3cm offside from the lead placed in the right globus pallidus internus (gpi). The patient was treated with physiotherapy.